Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the customer was hospitalized from diabetic ketoacidosis with blood glucose (bg) levels over 900 mg/dl. Customer received fluids and an insulin drip to address bg level. Customer stated that the cause of the hospitalization was due to using apidra and having an infusion site infection. Reportedly, the customer was released from the hospital with no permanent damage and had manual injections as alternate insulin therapy.